Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This ra lead dislodged during an rv lead revision because they were intertwined. The lead was explanted. Should additional information become available, it will be added to this file.